Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that all conductors were distorted. Blood was present in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that during an implant, the lead was attempted because the lead's helix could not be extended. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.